Event description:
The pt called to report that the suspect device was used to check their blood glucose while pt was "going into a diabetic coma". The result obtained was 146mg/dl. Medics were called and their meter read 52mg/dl. Pt was taken to the hospital and their blood glucose was 48mg/dl upon arrival. Pt was given fluids and food then released two hours later. Glusose controls were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.